Manufacturer narrative:
Sections with additional information as of 28-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned to contract manufacturer; no defect was detected. Test strips were returned to contract manufacturer; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results using replacement truefocus meter, reference case (B)(4). The customer is concerned with test results from results obtained of lo. Customer was also concerned with high result obtained of 292 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/24/2022 and test strips were opened five days prior to call. The meter memory was reviewed for previous test result history: (B)(6).